Event description:
It has been reported that the a "geometry partly available" message was displayed on the allura device. The device was inside clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on-site and confirmed that the "geometry partly available" message was displayed. The philips service engineer examined the system on-site and confirmed the reported issue. Review of the system log files showed enmv errors on start up but does not say which button/module was faulty. Fse replaced table geometry controller. After replacement of table geometry controller, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.